Event description:
It was reported that pump experienced a malfunction. The customer could not confirm the fault ID because the pump turned off. There was no reported adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.